Event description:
The physician was treating a male pt who presented with a total right mca occlusion. The pt experienced dizziness around 1:00am, but went back to sleep and by 5:00am the stroke had progressed. The pt was treated greater than 7 hrs post symptom onset. The physician made 3 passes with merci retriever x6, but was unsuccessful. There was no improvement noted in the flow. There was a dissection noted at the location where the merci balloon guide catheter 9f was placed. At first, the physician thought the balloon had detached from the balloon guide catheter 9f because the vessel maintained the exact shape of the inflated balloon after the balloon was deflated. This was not the case, however, when the balloon guide catheter 9f was slightly pulled back, the contrast dissipated. The physician did not stent the area due to not being able to give anti-platelet therapy since there was a large area of infarction noted. The pt outcome is unk.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for merci balloon guide catheter 9f devices that were shipped to the site, lot numbers 31827, 31861, 31936, 32217, and 32448, were reviewed and no anomalies were found that are related to this complaint.